Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir was explanted due to fluid loss from the reservoir. A new 65ml reservoir was implanted. It was further reported that the device was malfunctioning. The date of onset of the device issues was not known. The patient was doing good following the surgery. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.